Event description:
The hcp reported "battery depletion" of the implantable pump. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.